Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would affect insulin delivery. The pod functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went into hyperglycemia while at an appointment with the diabetes team at guy's hospital. The patient's blood glucose levels rose to approximately 20 mmol/l (360 mg/dl) while wearing the pod on the abdomen for between 5 and 24 hours. Symptoms reported include dry mouth, excessive thirst. Fatigue and frequent hunger. Doctor brackenridge removed the pod and administered an insulin injection of 2 units. A new pod was applied and the patient was released after approximately 3 hours.